Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the product was found to be split below the tube hub during removal from pt. No adverse effects reported.